Manufacturer narrative:
Philips service replaced the mpdu control fuse and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the device unable to receive power due to mpdu control fuse failure on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.